Event description:
It was reported that during use of the ptd, the fragmentation basket became entrapped near the venous anastomosis, and could not be removed. It is speculated that the basket tip may have become entangled with a surgical clip that was previously placed in the pt. Surgical removal of the ptd and graft revision were performed. There were no pt complications.